Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low rv pacing impedance measurements of less than 200 ohms, rv noise, oversensing, possible loss of capture, and pacing inhibition of three seconds. This rv lead was dislodged. A surgical intervention was performed, and the rv lead was repositioned with good lead measurements. No additional adverse patient effects were reported. This lead remains in service.